Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because, no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during an unknown procedure, there was leakage from the trocars. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of the device.